Event description:
It was reported that the pt was having a patellectomy (on pt's natural patella) on right knee and while in, surgeon removed knee insert to give more knee stability and implanted a new 15mm stryker insert. Patella was replaced with a zimmer patella. Additional event description from sales rep provided on (B)(6) 2012 reported that the patella that was removed was a zimmer tm patella replacement that had been implanted after previous patellectomy. Pt now has no patella. The reason the poly was removed was because the surgeon wanted to increase stability and replace poly since he was in the joint.

Manufacturer narrative:
The device and medical records were not provided for eval due to the hospital's policy. Based on the results of the eval, insufficient info was received to confirm the reported event or determine a root cause. Instability can occur as a result of non-optimal insert thickness selection during primary surgery or can also occur as a result of soft tissue laxity occurring in the knee post implantation. Instability can be resolved by external stabilization/bracing of the knee or by revision surgery, most commonly to exchange the insert component to a thicker, more constraining component. This may be relevant in this case as stated in the event description, the surgeon did replace the 12mm stryker insert with a 15mm stryker insert.